Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient developed endocarditis following the generator implant procedure. Additionally, upon interrogation the right atrial lead exhibited a high capture threshold. A computed tomography (CT) scan was performed, confirming the infection. The right atrial lead was explanted and replaced. No intervention was made for the pacemaker and right ventricular lead. The patient was in stable condition throughout the procedure.